Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. The insulin pump was unable to perform the displacement test due to keypad anomaly. The insulin pump had a missing end cap sticker. No moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 142 mg/dl at the time of incident. The insulin pump will be returned for analysis.